Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2014 with the following findings: review of the black box data did not show any activity outside of normal use. On investigation, an ez-prime function was performed without issue. The pump was exercised for 24 hours. No errors, warnings, alarms or prime issues occurred during the investigation. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the reported prime issue and the pump was found to be operating within the required specifications without malfunctions.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The pump was replaced at health care provider insistence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).